Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was just released from the hospital due to high blood glucose levels and signs of diabetic ketoacidosis. The customer stated that the issue was due to the glucose meter not giving the correct readings. The customer also stated that the insulin pump had cracks on the threading of the battery cap. Advised that the insulin pump would be replaced. Nothing further was reported.